Manufacturer narrative:
Medical device problem code (B)(4) - indication for use and incorrect anatomy the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the patient presented with an arteriovenous (av) fistula that was actively bleeding in the tibial/peroneal artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with an arteriovenous (av) fistula that was actively bleeding in the tibial/peroneal artery. The 3.5x26mm graftmaster covered stent was implanted to treat a large av fistula / av malformation with early venous filling which was not sealed. The graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.